Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes . Three photos received and one samples with p/n 198-37l . Visually inspected under normal distance under specification and no defects were observed. Testing was done inflating balloon and submerging under water, which verified leak. Engineering revealed device passed inspection 100% prior to release and cause believed to occur after leaving facility.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Only the month (november) and year (2020) of the aware date are known. Customer facility phone number: (B)(6). Company representative phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that cuff component of the portex endobronchial tube failed to inflate. This product problem was observed during a pre-use check. There was no patient involvement.